Event description:
Boston scientific crm received information that field representative (fr) called technical services (ts) with concerns related to atrial capture. It was also noted that the patient went into asystole in the right ventricle due to oversensing. The fr faxed in electrograms (egms) for ts review. Ts reviewed and noted appropriate atrial capture thresholds with loss of capture at 1.3 v. Ts recommended getting a chest x-ray to check for any gross lead issues. The fr will discuss further with the physician. The fr also reprogrammed the ventricular sensitivity to make less senstivie to oversensing.

Manufacturer narrative:
The device sensitivity was reprogrammed to mitigate oversensing. Should further information become available, this event would be updated.

Event description:
Seven months later the device was returned with no paperwork.

Manufacturer narrative:
The device is currently in analysis. When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. The reported clinical observations observed in the field could not be replicated in analysis.